Event description:
Reported as "the pt noted loss of restriction four months postoperatively. Fluoroscopy was performed and a leak in the band was observed. This pt was replaced with another lap-band system".